Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead became displaced and malfunctioned. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed) and the outer insulation was breached cut. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. The lead exhibited apparent explant damage.